Event description:
After the use of the device for a cardiopulmonary bypass procedure, the user observed the heart lung console would not operate on backup battery power as expected. The user charged the battery, and the system still would not function on battery power. The user reported, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.